Manufacturer narrative:
H.6. Investigation summary: 150 representative samples were returned for evaluation. A quality engineer inspected the returned units and could not identify any clogs, defects or abnormalities. While we were unable to confirm this report, action was taken following the production of the reported batch to prevent future occurrences of this type. This action included an awareness training for production technicians and the removal of damaged assembly equipment that may potentially contribute to clogged needles. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants additional action, resources will be assigned at that time. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Probable cause for clogged needle could be parts not rejected by the vision system at the assembly machine due to slanted rack pin. The slanted rack pin would result in the reject cylinder unable to completely reject the identified clogged needles resulting in the escape of the non-conformance part. The racks are purchased parts from external supplier. The following actions had been implemented to address to the clogged needle complaint ¿conducted a 100% check on the current rack and removed non-conformance racks on apr 2019. ¿conducted awareness training to the production technicians on this non-conformance and to perform check on the racks before load onto the machine on may 2019. The batch is produced in dec 2017 which is before the action implementation.

Event description:
It was reported that needle is clogged with a bd eclipse¿ needle. The following information was provided by the initial reporter: material no: 305761 batch no: 7342376. It was reported that facility is having difficulties pushing medications through needles. Per customer email: we have needles that are defective. Bd eclipse injection needle 25g x 1 lot 7342376 I tried giving an injection and the medication wouldn¿t push through intramuscular. I withdrew the needle and tried to push the medication it still did not push through. I attempted a 2nd time with another needle and had a lot of give with injection although I did get medication injected. Then I had an ma report using a needle from the same lot she noted in the syringe with medication and needle in place a piece of plastic floating around. They can¿t say for sure it came from needle, but after my experience they believe it may have. I then tested 3 needles from same lot 2 had a lot of resistance and one I couldn¿t push water through. I have 3 boxes and have pulled them.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle is clogged with a bd eclipse¿ needle. The following information was provided by the initial reporter: material no: 305761, batch no: 7342376. It was reported that facility is having difficulties pushing medications through needles. Per customer email: we have needles that are defective. Bd eclipse injection needle 25g x 1 lot 7342376 I tried giving an injection and the medication wouldn't push through intramuscular. I withdrew the needle and tried to push the medication it still did not push through. I attempted a 2nd time with another needle and had a lot of give with injection although I did get medication injected. Then I had an ma report using a needle from the same lot she noted in the syringe with medication and needle in place a piece of plastic floating around. They can't say for sure it came from needle, but after my experience they believe it may have. I then tested 3 needles from same lot 2 had a lot of resistance and one I couldn't push water through. I have 3 boxes and have pulled them.